Event description:
The pt underwent a balloon ablation procedure in 2003. The pt requested pain medication 3 days post op. The pt was seen in the office by the physician 9 days after that. An ultrasound was done and a clot in the uterine cavity was noted. A d&c was performed and the pt's pain is somewhat better but still persists. The physician plans to evaluate them for additional retained clots and culture their uterus to rule out endometritis.